Event description:
It was reported that there was a pump problem. There was a confirmed report of a flipped pump. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).